Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was stuck on window updates screen. The technical support specialist entered 'shutdown /r' command in cmd tab shown 'a system shutdown was in progress, entered 'tasklist' command in cmd tab to find pid number for trustedinstaller.exe service, entered 'taskkill /f /pid 1980', killed the pid 1980, screen sharing in beyondtrust shown 'stage 1 of 12, working on updates, 100% complete and applied/followed ka 000014603 "how to: bypass windows updates" to resolve. A supplemental will be created if additional information about adverse event or patient outcome received from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stuck on window updates screen during pediatric for broken arm procedure and caused delay to retrieve medication to patient. The customer added that this malfunction caused patient harm, the user was able to retrieve medication from pharmacy counter or nearby station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b1 - corrected report type. Section b2 - corrected outcomes attributed to adverse event. Section h1 - corrected type of reportable event.